Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist stated that ca flagging for kinetic check indicates a potential issue with the sample probe mixer. A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse replaced the sample probe 1 (s1) mixer and auto aligned it. The cse ran multiple service methods, which passed. The cse ran quality control (qc), resulting within specification. The cause of the discordant, falsely low ca result is unknown. As per the dimension vista system operator's guide, " when below assay range error is obtained: "the result is below the assay range and cannot be calculated." The cause of the operator reporting the flagged patient result is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. The result was flagged with "below assay range" error and was erroneously reported to the physician(s) who questioned the result. The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.